Event description:
The device was used during a thoraco lung partial resection. Reportedly, the device would not fire in the middle. Another device was used to finish the procedure. No patient injury was reported.